Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the continuous glucose monitor (cgm) numbers were all over. There was no report of any injury or medical intervention. No additional even or patient information is available.